Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 480 mg/dl due to a bent cannula. The customer treated with their insulin pump. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The product was not returned for analysis.